Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited a stain inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not have been removed by reprocessing, as the adhesion area of the foreign material was not the external surface of the device. It was presumed that the light guide-lens glue had been peeled off due to physical stress from hitting/dropping the distal end, chemical stress from chemical solutions, or the like. Subsequently, humidity had invaded the light guide-lens and caused corrosion. However, a definitive root cause could not be determined. The suggested event is detectable by handling the device in accordance with the following IFU. IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.